Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: bending section rubber has a crack, due to burn on light guide lens, illumination is uneven, suction cylinder has no color, cover of light guide bundle is damaged, due to wear of angle wired, bending angle in left direction does not meet the standard value, objective lens has a chip and crack, light guide lens has a crack, adhesive on bending section rubber is lifting, connecting tube has a scratch and universal cord has a scratch. The investigation is ongoing and follow up with the facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a damaged sheath and light not working. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: whitish foreign material found inside jet tube and bending section rubber had some plastic fibers. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material at the auxiliary water channel and bending section cover is likely due to mishandling. However, the definitive root cause was unable to be determined. The foreign material could be plastic fiber. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.